Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
Additional information received indicates the ipg was replaced to address this issue.

Manufacturer narrative:
A4 patient weight is estimated. A system displaying the ¿replace generator soon¿ warning message was reported to abbott. The ipg was explanted and replaced. Patient has effective therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. Further information requested but not received.

Event description:
It was reported that the patient was receiving the 'replace generator soon' message. No intervention has been planned at this time.